Manufacturer narrative:
Product complaint number: (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the lot number?: lot number was dec2026 and feb2027. Could you please confirm how many devices present the issue (breakage suture)?: 2. Device return follow up.: we regularly contact with sales rep about the device returning. No further information will be provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please verify the lot number, as the information previously provided look to be dates and not the lot number requested. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-06552.

Event description:
It was reported that a patient underwent a ob-gyn surgery on (B)(6) 2022 and suture was used. During the procedure, the suture was broken easily during use. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/29/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related events captured via 2210968-2022-06552, 2210968-2022-06553 (B)(4). Date sent to FDA: 08/29/2022. Corrected information: d4.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/27/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one empty labeled winding former and a needle-suture in several pieces pertain to the product code z340h. Upon visual assessment of the sample returned, it was observed that the suture pieces have begun with a degradation process caused by exposure to the environment. In addition, the other section of the suture was not returned for evaluation. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. Per the sample condition, the functional test cannot be performed. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related to: 2210968-2022-06552, 2210968-2022-06553.